Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was inserted into the sheath, it was observed that when air aspiration was performed via the side port of the sheath air was introduced. The sheath was replaced, which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.